Event description:
During routine product inspection performed by our distributor, an eyelash was found on the tyvek of the inner blister of a vascular prosthesis. There was no pt injury as the device never reached the hosp.